Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous coronary intervention [pci], air was introduced into the patient vasculature system. The physician had successfully acquired retrograde femoral artery access and had negotiated the patient's ascending aorta under fluoroscopy with a guide catheter over a guidewire, to successfully cannulate and opacify a native coronary artery. During the procedure, air was introduced from a leak identified at the connection between the hpf tubing and a connector during power injections. The patient's bp drastically dropped, and the patient went into temporary cardiopulmonary arrest and was resuscitated by CPR. A code was called and emergent acls/bls medical intervention was activated according to hospital protocol. The patient was transferred to ICU and the next day transferred to a stepdown unit for recovery. No additional consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and 2 similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.